Event description:
(B)(6), home health rn advised that she set patient up with the medications (she's taking 4 different ones) on friday and patient was ready to start her inhalations on saturday morning. She said that she sat on the machine for 15 mins and nothing was coming out. (B)(6) stopped by. She switched tubing around. Advised that medication turns on and motor sounds, there's air flow in the tubing, but there's no air flow in the handheld piece cup. Nurse changed to a different nebulizer (by medline) using the same handheld piece cup and it worked. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: copd- chronic obstructive pulmonary disease.